Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant sodium results. The customer replaced lyte sensor. The ccc suggested to perform a power flush. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed integrated multi-sensor technology (imt) module power flush, primed the imt consumable fluids, performed standard a (std a) and standard b (std b) sample cycle, verified imt probe alignment and fluid dispense. The cse performed patient correlation with good results. Quality controls (qc) was in range. The cause of the discordant, falsely high sodium results is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely high sodium (na) results were obtained on patient samples on a dimension vista 500 instrument. The initial discordant results were reported to the physician(s). The same samples were repeated on an another dimension vista instrument, and recovered lower. The corrected results obtained on the alternate dimension vista instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely high sodium results.